Manufacturer narrative:
The investigation for the sidearm crack/leak has been completed. The product was returned and the side arm was pressurized using a syringe of color-died water. The leak at the yellow luer was confirmed and the crack was seen. The root cause of the purge leak was determined to be a damaged yellow luer due to bicarbonate use in the purge. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records. Per the IFU: "do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol".

Event description:
The user facility reported a 60 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella side arm yellow luer fractured during a purge cassette change by staff. An attempt was made to change the cassette a second time before realizing the fracture. Tape was applied which maintained some flow and pressure until patient could be taken back to the operating room for impella replacement. There was no patient harm reported.